Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded by the hospital. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. At this time, we are inconclusive about the root cause of this issue.

Event description:
A section of the balloon beyond the distal ligature remained inflated despite the remaining part of the balloon deflating properly.